Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, it was noticed that the contrast medium was leaking into the patient's digestive tract and the balloon did not inflate effectively. After the procedure, the balloon was re-inflated outside the patient and a micro-leak was found. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.